Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose level as well as the high blood glucose level. The customer's low blood glucose level was 36 mg/dl. Low blood glucose level of the customer was treated with the glucose tablets and some orange juice and had a lunch. The customer's other relevant blood glucose level was 184 mg/dl, 102 mg/dl and 201 mg/dl. The customer declined the troubleshooting for the high blood glucose level as well as for the low blood glucose level. The insulin pump will not be returned for the analysis.